Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified saline breast prosthesis being used in a breast surgery was unable to add saline into the implant shell during the operation. No adverse event was experienced by the patient. No reported patient consequences or procedural delays was reported.

Manufacturer narrative:
On march 31, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 550cc returned device. Additionally, the implant was filled out using the tubing and the fluid flowed properly through the valve to the implant. The saline fluid was able to be added. The event described could not be confirmed as the breast implant was returned without a detectable defect. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 06, 2023, mentor received additional information regarding the date of event. The date of event was reported to be november 08, 2023. On march 08, 2023, mentor received additional information regarding the impacted product. The impacted product was determined to be a 550cc mentor smooth round moderate plus profile saline breat prosthesis with lot number 9811100. The catalog number has been updated to 3502550. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 24, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. All relevant field have been updated on this report. Manufacturer¿s reference number: (B)(4).